Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a no delivery alarm. The customer's blood glucose level at time of event was 530 mg/dl, however had gone down to 297 mg/dl at time of call. The customer treated with a manual injection. The customer reported symptoms of dizziness, nausea, vomiting, and feeling weak. The customer stated the cannula was bent and had been located in her right thigh. The customer's infusion set was replaced and returned; however the insulin pump was not replaced or returned.